Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having an issue with the communication between the glucometer and the insulin pump; it was not transferring the customer¿s blood glucose values to the insulin pump. Settings were checked and it was discovered that the meter was set to never send blood glucose values to the insulin pump. The bolus wizard feature was not set up. The customer stated that they have been treating with needles and have had high blood glucose. The customer stated that the high blood glucose could have been due to the insulin pump, but mainly due to her not doing the boluses. The customer was advised to monitor their blood glucose.